Event description:
Dealer states unit is alarming, dealer tested and ran for hours and it started alarming. Dealer tested purity and flow and it was fine. Dealer cleaned the filters and replaced the internal filter.

Manufacturer narrative:
"Dealer tested and ran for hours and it started alarming. Dealer tested purity and flow and it was fine. Dealer cleaned the filters and replaced the internal filter."